Event description:
It was reported that upon interrogation, the device was in hardware backup vvi (hwvvi) mode with no defib support. The device was not able to be recovered from reset mode. The device was removed and replaced.